Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the reservoir had air bubbles. The customer's blood glucose was 22 mmol/l at the time of incident. The customer also stated that the insulin pump passed displacement test and self-test. The customer also stated that they experienced high blood glucose. The reservoir will not be returned for analysis.